Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2014 with the following findings: review of the black box data revealed the last basal delivery by the pump occurred on (B)(6) 2014 at 3:12 pm. Review of the pump history revealed the total daily dose adds up to correctly reflect the basal programmed target. There was no activity outside of normal use recorded in the history. The pump was exercised for 24 hours without issue. Investigation did not duplicate the alleged history/settings issue and the pump was found to be delivering insulin as expected. Unrelated to the original complaint, the display was noted to be dim, faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.